Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Review of the event history log showed an occurrence of date and time reset to 2005. The investigation found that the dc jack connector was not working well due to broken plastic. It was also found that the downstream occlusion sensor and seal had degraded. It was found that the real time clock battery was not working, but no error was found. The real time clock battery and main board were replaced.

Event description:
Information was received indicating that when attaching the power supply into two smiths medical cadd-solis vip ambulatory infusion pumps, one pump's programming was set back to continuous mode and the other pump was damaged. The reporter did not specify which pump had each reported issue. No adverse patient effects were reported.